Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator battery had depleted after 11 months, and needs to be replaced. They stated that they were implanted on (B)(6) 2015, and by (B)(6) 2015, the battery was depleted. The patient stated that they are having trouble with their insurance on why they need a battery replacement, and requested longevity information. The patient stated that the battery life was supposed to be 5 or 10 years, and they are unsure if the depletion was a result of a malfunction or overuse. The patient mentioned that their stimulation has been coming ¿on and off¿ since 2015. They noted that a manufacturing representative told them the device was ¿done for¿. Additional information from the manufacturing representative indicated that the patient¿s battery was dead because the patient used high energy, so it was normal battery depletion. However, the manufacturing representative stated that they have not seen the patient in a few years. The patient has an appointment on (B)(6) 2016. No patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.